Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of surgery (ankel syndomosis:) in 2013, surgery (ankel syndomosis:) in 2012, c-section in 2008 and parity 1, gravida I, past tobacco smoking, palpitation, vomiting, nausea, panic attacks, anxiety (symptoms have improved), tonsillectomy, asthma, hiatal hernia, metrorrhagia and obesity (bmi is 38.97 kg/m2.). Previously administered products included: zantac, albuterol sulfate, ibuprofen, ortho micronor, proair hfa, rhophylac, zyrtec [cetirizine hydrochloride], influenza and iud nos. Concurrent conditions were listed as foreign body in uterus, any part, menometrorrhagia and pelvic pain. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2515 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: follow-up (02/may/2023): essure insertion discrepancy: date reported as (B)(6) 2015. I 1st device has 2 coils . 2nd device has 2 coils. She use condoms for contraception. She is not satisfied with this method and she would like to start birth control method. Diagnostic results (normal ranges are provided in parenthesis if available): [human papilloma virus test] in 2013: hpv screen: 1 year ago, hpv result : negative [hysterosalpingogram] on (B)(6) 2015: clinical history: post essure information finding: the endometrial cavity is normal in shape and contour. Both fallopian tubes are well visualized and in normal in appearance containing the essure coil. There is no spillage into peritoneal cavity bilaterally. Impression: successful essure with obstruction of fallopian tubes. [Pathology test] on (B)(6) 2022: surgical pathology report: specimen: uterus - uterus, cervix, bilateral fallopian tubes. Final diagnosis: uterus, cervix, bilateral fallopian tubes. Cervix: chronic inflammation and reactive epithelieal changes, negative for dysplasia and malignancy endometrium: proliferative phase pattern, nega.tive for hyperplasia and malignancy myometrium: no specific pathologic changes. Serosa: benign fibrous adhesions. Bilateral fallopian tube: benign paratubal cyst. Histologic sections of the left and right fallopian tubes reveal benign paratubal cysts, bilaterally, there is no significant tubal inflammation or neoplasia. Gross description: right fallopian tube: the fimbriated fallopian tube segment is 8.6 cm in length up to 0.7 cm in diameter. Serosal surfaces are smooth, pink -purple.. Sections show a silver-colored, metallic coiled/spiral implant visible within the proximal-most 2.5 om of the fallopian tube and extending approximately 1.0 cm into the myometrium. The tube distal to the implant shows a soft red cut surface with a central stellate lumen. Left fallopian tube: the fimbriated segment is 7.5 cm in length up to 0.8 cm in diameter. Serosal surfaces are smooth pink-purple. The distal third of the tube is slightly twisted. Sections show a silver-colored, metallic coiled/spiral implant within the proximal-most 1.5 cm of the tube and extending approximately 1.5 cm into the uterine wall. The tube distal to the implant shows a soft red cut surface with a stellate lumen. At the fimbriated end are two thin-walled para tubal cysts measuring up to 1.0 cm which contain a watery, clear fluid. [Smear test] in 2013: result were normal. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-sep-2023: medical record received. Reporter details added and patient lmp and medical history and lab data added along with pathology test , rcc updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2022, 2618 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.